Event description:
Pt alleged receiving implants in 1978. Pt also alleges having nothing but trouble with them since twelve months (i.e. 1979) after they were put in; however, no specifics were given.